Event description:
It was reported that this pacemaker system had exhibited crosstalk oversensing, atrial activity was being oversensed in the ventricular channel. Technical services (ts) was consulted and provided reprogramming options, continue to monitor and further system testing. This pacemaker system remains in service. No adverse patient effects were reported.